Manufacturer narrative:
H4 - device mfg date: correction. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the epidural high volume administration set disconnected itself from the system 1 part of the epidural catheter. There was no apparent damage to either the catheter or volume administration set. It was noted that it was leaking and noted it was disconnected. One patient was involved.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.